Event description:
Healthcare professional reported "deflation." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b.5., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid/blood leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Patient reported right side deflation. Healthcare professional later reported "exchange." Later healthcare professional reported "deflation." The device has been explanted and replaced.

Event description:
Previous medwatch submission noted deflation. Healthcare professional later reported no complaint against right side device. Upon further information, abbvie has determined that the event of deflation did not occur.

Manufacturer narrative:
Clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #x. Aware date should have been listed as 2/17/2025.

Event description:
Previous medwatch submission noted deflation. Healthcare professional later reported no complaint against right side device. Upon further information, abbvie has determined that the event of deflation did not occur.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as fold flaw opening. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Patient reported right side deflation. Healthcare professional later reported "exchange." Later healthcare professional reported "deflation." The device has been explanted and replaced.